Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 133 mg/dl. The customer was rewinding and giving a bolus when the pump got stuck. The customer was advised to remove the battery for eleven minutes and was assisted with clearing the battery out limit alarm. The customer was assisted with rewind/fill tubing process. They were able to complete the fill tubing process successfully. Troubleshooting was able to resolve the issue. The customer had blood glucose of 397 mg/dl and treated with a bolus. The device will not be returned for analysis.